Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed for an upstream occlusion during a levophed infusion. When the nurse assessed the patient, the patient¿s systolic blood pressure was in the 70's and their map (mean arterial pressure) was in the 40's. The nurse titrated the pressor dosage up to compensate and was able to bring the patient¿s blood pressure up to the appropriate level. No further information was provided at the time of this report.

Manufacturer narrative:
Additional information h2, h6 and h11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.